Event description:
Boston scientific crm received information that this patient had a valve procedure and the surgeon unintentionally pulled out this atrial lead. Therefore, a lead revision was performed the following day and the lead was removed from service. A new atrial lead was implanted without further incident.

Manufacturer narrative:
The lead was not returned for testing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.